Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm and multiple pump error alarms. Customer was able to clear alarm and was able to rewind the insulin pump. Customer received a low battery alert prior to the replace battery alarm. Customer stated that the battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.